Manufacturer narrative:
The device was returned. Examination of the device showed a puncture at the cuff. No evidence of manufacturing error could be identified. The root cause of the issue was likely that the device cuff sustained damage following cuff inflation.

Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 1 hour in use. No incident related medical sequelae was reported.